Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 428 mg/dl. The customer complain that the insulin pump was not delivering insulin. The customer was on IV drips giving her fluids and insulin. The customer was admitted to (B)(6) on (B)(6) 2015. The cause of the hospitalization as per healthcare provider is diabetic ketoacidosis. The customer was unable to troubleshoot because insulin pump is without power and unable to remove battery cap. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.